Event description:
The customer reports that when md pulled the guide wire, the tip of the needle and the guide wire were not separated. The guide wire could not be removed from syringe. The md could not proceed with the procedure. A new device was used to complete the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one psi kit with spring wire guide (swg) advanced inside an ars with an introducer needle attached, dilator, and catheter for evaluation. Signs of use in the form of biological material were present on the swg, ars, and introducer needle. Visual examination revealed the guide wire was kinked just proximal to where it was inserted into the ars. The swg was attempted to be removed from the ars/introducer needle assembly. The swg would not slide out of the introducer needle and was unintentionally unraveled in the process of removing; the core wire broke from the distal weld. The swg appeared to be stuck in the introducer needle due to dried biological material. Both welds were present on the swg. The returned introducer needle showed no obvious defects or anomalies. The bend in the guide wire measured 255 mm from the proximal end. Due to the swg becoming unraveled during the removal from the introducer needle the overall length of the swg core wire was measured to be 455 mm which is within specifications of 450-458 mm per wire guide product drawing. The outer diameter was measured to be 0.842 mm which is within specifications of 0.838-0.877 mm per wire guide product drawing. The inner diameter of the introducer needle cannula measured 0.041" which is within specifications of 0.041"-0.043" per introducer needle cannula product drawing. The outer diameter of the introducer needle cannula measured 0.0507" which is within specifications of 0.050"-0.051" per introducer needle cannula product drawing. The undamaged portion of the swg was advanced through the returned introducer needle and ars to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire was kinked just proximal to where it was inserted into the ars. The guide wire and introducer needle met all functional and dimensional requirements during investigation testing. A device history record review was performed and no relevant findings were found. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates the spring wire guide/needle resistance - kinked.

Event description:
The customer reports that when md pulled the guide wire, the tip of the needle and the guide wire were not separated. The guide wire could not be removed from syringe. The md could not proceed with the procedure. A new device was used to complete the procedure.